Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x16mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, mid left anterior descending (lad) artery, but was unable to cross through a previously placed non bsc stent. The physician then attempted to remove the entire system into the guide catheter but the edge of the stent "robbed on the distal edge of the gc." Under fluoroscopy, the physician then noted that the struts appeared to be flared. The stent was removed and the procedure was completed with another taxus stent, same size. No patient complications occurred. Patient condition is noted as "good."